Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (10,000 mcg/ml at 999 mcg/day) and clonidine (300 mcg/ml at 29.98 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017 it was reported that the pump was alarming and it sounded like a police siren. The patient mentioned seeing an 8476 (motor stall) code on their ptm (personal therapy manager). The patient had no symptoms and was going to follow-up with their healthcare professional.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. The patient reported they heard the "big bad alarm, and totally shut down on us" prior to their pump being replaced. However, it was also indicated the patient's pump was replaced due to normal battery depletion. The patient stated they were anemic because of this and had to go to the hospital. No further complications were reported or anticipated.